Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s)"), abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. A22173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome in 2003, menstrual cramp, dysmenorrhea in 1987, vaginal discharge, fatigue, irritable bowel syndrome, metabolic syndrome, diabetes, anxiety and depression. Previously administered products included for prevent pregnancy: oral contraceptive pill from 2009 to 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and premenstrual syndrome ("horrible pms (premenstrual syndrome)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("pain: ovary/pain: fallopian tube area"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal distension ("bloating"), amnesia ("memory loss"), menopausal symptoms ("menopausal symptoms") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (ablation in (B)(6) 2015 and hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, headache, abdominal distension, fatigue, amnesia, menopausal symptoms, weight increased and irritable bowel syndrome outcome was unknown and the dysmenorrhoea, vaginal discharge, menorrhagia, vaginal haemorrhage, premenstrual syndrome and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amnesia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, premenstrual syndrome, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes. Perforation (fallopian tube). Most recent follow-up information incorporated above includes: on 6-mar-2019: reporter information was added. This case concerns 38 year old patient. Her demographic was updated. Her historical and concurrent conditions were added. Her lab data was added. Essure insertion and removal date was updated. Essure lot number was added. Event: excessive bleeding (incident: underwent ablation in (B)(6) 2015). Per plaintiff fact sheet following events: perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s), dysmenorrhea (cramping), vaginal discharge, weight gain, irritable bowel syndrome (ibs), weight gain, abnormal bleeding (vaginal, menorrhagia), horrible pms (premenstrual syndrome) and pain: ovary/pain: fallopian tube area) were added. She had recovered from following events: pms, abnormal bleeding, cramping, pain: ovary/fallopian tube area and vaginal discharge. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s)"), abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. A22173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome in 2003, menstrual cramp, dysmenorrhea in 1987, vaginal discharge, fatigue, irritable bowel syndrome, metabolic syndrome, diabetes, anxiety and depression. Previously administered products included for prevent pregnancy: oral contraceptive pill from 2009 to 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and premenstrual syndrome ("horrible pms (premenstrual syndrome)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("pain: ovary/pain: fallopian tube area"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal distension ("bloating"), amnesia ("memory loss"), menopausal symptoms ("menopausal symptoms") and irritable bowel syndrome ("ibs (irritable bowel syndrome)"). The patient was treated with surgery (ablation in (B)(6) 2015 and hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, headache, abdominal distension, fatigue, amnesia, menopausal symptoms, weight increased and irritable bowel syndrome outcome was unknown and the dysmenorrhoea, vaginal discharge, menorrhagia, vaginal haemorrhage, premenstrual syndrome and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amnesia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, premenstrual syndrome, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes. Perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloating"), fatigue ("fatigue"), amnesia ("memory loss") and menopausal symptoms ("menopausal symptoms"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, headache, abdominal distension, fatigue, amnesia and menopausal symptoms outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, fatigue, genital haemorrhage, headache and menopausal symptoms to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.